Event description:
The customer observed false negative architect total b-hcg results that were inconsistent with clinical picture on (B)(6) 2024. The customer retested on (B)(6) 2024 and the results were positive, which was aligned with the patient¿s clinical observation. Update: patient results added to the ticket. The following data was provided: sid (B)(6) initial result <1.20 miu/ml, repeated 1193.36 miu/ml. Sid (B)(6) initial result <1.20 miu/ml, repeated 167.02 miu/ml. Sid (B)(6) initial result <1.20 miu/ml, repeated 8.19 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a: patient sid; (B)(6). All available patient information was included, no additional patient information was available. The field service representative (fsr) inspected the architect i2000sr, serial # (B)(6) and during troubleshooting, it was noted that the sensor card failed due to a leak in the r1 wash pump. The fsr determined the sensor board #8 (rohs), part number 7-900265-02 is the likely cause, which was replaced to resolve the issue. Return testing was not completed as returns were not available. The instrument service history review found a service ticket 146146re2240130, to address r1 wash station pump issue, due to liquid flowing from a crack. The fitting and sensor board #8 (rohs) were replaced, which was considered the likely cause for the current complaint, however, no additional issues related to false negative results related to the customer reported issue. A review of tracking and trending did not identify a trend for the architect i2000sr as with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the arc i2000sr and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect i2000sr, serial l# (B)(6) .

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00220-0 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect total b-hcg results generated on the architect i2000sr instrument that were inconsistent with clinical picture on (B)(6) 2024. The customer retested on (B)(6) 2024 and the results were positive, which was aligned with the patient¿s clinical observation. No impact to patient management was reported.